Event description:
It was reported that this right ventricular (RV) lead was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted.Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.